Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer had a low blood glucose level of 43 mg/dl. The customer had a blood glucose level of 311 mg/dl before the low blood glucose. The customer had treated the low blood glucose with food and glucose tablets. The customer¿s current blood glucose level was 121 mg/dl. Troubleshooting was performed on the insulin pump. The device passed the displacement test. The device will not be returned for analysis.